Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of mild contamination in some areas of device, interior of device plastics, contamination left behind inside the water tank, some yellowing, sticky, and contamination on the dry box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious or permanent patient harm or injury. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section b1, b2, d9, d10, g3, h1 and h6 has been updated/corrected in this report.